Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with prolapse and flail bileaflet and pre-existing chordal rupture. One mitraclip was implanted with no reported issue, reducing mr to a grade of 1+. On (B)(6) 2022, a single leaflet device attachment (slda) was observed. The clip was detached from the anterior leaflet and the mr increased to a grade of 4+. Another mitraclip procedure was performed that same day to stabilize the slda. Two mitraclips were implanted with no reported issue, reducing the mr grade to 1-2+. According to the physician the slda was due to patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient conditions (prolapse bileaflet, flail bileaflet and thickness of the leaflets). Mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.